Event description:
It was reported that the customer had cracks near the reservoir window. No further details given.

Manufacturer narrative:
Findings: pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip. No crack near reservoir window noted. Down arrow button did not respond due to corroded keypad trace. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.